Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as no part number or lot number was provided. No additional information has been provided. A supplemental report will be filed if more information becomes available.

Event description:
Information was received on the globus contact page from a patient in (B)(6). The patient indicated she had a spine surgery l3-s1 tlif in 2012. She indicated that a recent x-ray showed two broken revere screws. There is no indication at this point in time whether or not the patient will undergo revision surgery. Additional information has been requested.